Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 66-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including full functional testing, bench handling, impedance testing and ECG stress testing via pads without duplicating the report. A review of the device data logs showed evidence of the customer's report. Each occurrence of attached pads is accompanied by invalid patient impedance in the log, which is evidence of poor coupling. The electrodes used were not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.